Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was giving an unspecified error message. The issue was not resolved. The patient suffered no injury due to this issue.